Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that found all drawers not detected. A field service engineer identified the network card address for the hardware configured to dhcp. Support was set to 172.23.0.1. Subsequently, support initiated the application, but the drawer remained undetected. Support requested further investigation. The usb cable connecting the aio to the cabinet was replaced. I adjusted the settings to 172.23.0.1, at which point a message appeared indicating that another adapter shared the same address and inquired whether I wished to delete the missing adapter. I confirmed the deletion. After rebooting the station three times and powering it off, the drawers began functioning properly and continued to operate without issues. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medbank es system drawers are currently offline and unable to log in. Even after rebooting the cabinet, the drawers remain unconnected. It appears that the usb-b end of the cable may be loose. A customer indicated that there was a delay in dispensing medication to a patient, attributed to a reported malfunction. There were no adverse events or injuries reported based on this event.